Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, a stent was unable to cross the lesion. The 70% stenosed target lesion was located in the non calcified and moderately tortuous proximal left anterior descending artery. After ivus, the 4.0 x 16mm liberte bare mr stent delivery system was advanced to the lesion, but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed stent damage.

Manufacturer narrative:
Device code #2524 relates to component code #3038. Device evaluated by MFR.: the liberte veriflex stent delivery system (sds) with stent was received for analysis with a stopcock attached to the manifold. There was blood in the wire lumen. The balloon was tightly folded and the stent was located between the markerbands. On the distal edge of the stent, the balloon was kinked/damaged and the stent was slightly flared. The distal markerband was also damaged/flattened. There was also distal tip damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).